Event description:
It was reported that a malfunction occurred on the pump with the error code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, advising the customer that they would receive an updated model. The customer was instructed on how to put the pump into storage mode and was asked to return the malfunctioning pump to tandem using a provided return box and label. The customer was informed of the need to program settings and connect their cgm to the replacement pump. The customer understood and acknowledged these instructions.